Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient implanted with an axium drg system had developed a query allergic reaction resulting in explant of the drg system. Reportedly, the patient had a known nickel allergy. The date of the explant was undetermined at this time.